Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was hospitalized on (B)(6) 2016 with blood glucose of over 400 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for four days in the intensive care unit and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Caller reported that high blood glucose may have been due to a faulty drive support cap. Caller was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent express bolus, escape, act, up and down arrow buttons response due to flattened buttons dome switches. Pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump had with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the j2 lcd keypad connector was not found unlocked during our visual inspection. The insulin pump passed the displacement accuracy test.